Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that multiple cartridge alarms occurred. Reportedly, the customer had followed the prompts during the load sequence and within the allowable operating altitude range at the time of this alarm. The customer's blood glucose was 170 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed.